Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: operating channel. Cfu: >1cfu. Bacterial identification: enterobacter ludwigii. Sampling date: (B)(6) 2025. Sampling from: valve housing pad. Cfu: >1cfu. Bacterial identification: enterobacter ludwigii. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: brevundimonas. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: 1cfu. Bacterial identification: rossellomorea. Sampling date: (B)(6) 2025. Sampling from: instrument channels. Cfu: 38cfu. Bacterial identification: bacillus cereus, rossellomorea, bacillus infantis, peribacillus. Simplex, solibacillus, bacillus species. Sampling date: (B)(6) 2025. Sampling from: suction channels. Cfu: 18cfu. Bacterial identification: bacillus cereus, peribacillus simplex, rossellomorea. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 58cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channels. Cfu: 5cfu. Bacterial identification: bacillus licheniformis, rossellomorea. Sampling date: (B)(6) 2025. Sampling from: suction channels. Cfu: 2cfu. Bacterial identification: bacillus species, dermacoccus. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 7cfu. Bacterial identification: n/a. The device was evaluated where an additional potential adverse event was confirmed. There was no illumination due to breakage of light guide bundle. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results did not conform to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had contamination during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.